Event description:
Per the cypher study, the lab identified a stent fracture.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt. This is the first of two products involved with this adverse event, which is associated with mfg report # 3003742446-2006-00663.